Event description:
This coil was used for treatment of grade 5, 5mm x 8mm middle cerebral artery (mca) aneurysm at the bifurcation of carotid artery. The coil was not sitting well upon manipulation of the hypotube; the physician noted coil could not be moved by hypotube. He then tried to remove the hypotube andmc, only the mc would move. He then placed a 2nd mc inside aneurysm and detached gdc 18 coil, which covered the nect of aneurysm. Markers on delivery tube of initial coil were viualized and noted. User then removed hypotube of orbit coil and flushed catheter with saline. The coil was pushed into the aneurysm. No coil was seen inside the mc and markers of delivery tube were no longer visible. The case was completed by placing 2 more gdc coils thru the 2nd mc. The mc that the orbit coil was placed thru was removed. A fine line, approx 10 cm in length was seen descending from the mca into the carotid artery. The patient remains on heparin and aspirin.